Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
It was reported that this unit was found in shop with red tag," channel error" the 2 pressure sensors were changed, the device was tested and passed. Preventative maintenance was also completed. There is no further information available.